Event description:
Event verbatim [preferred term] they have actually burnt my neck [thermal burn] , her whole neck was scarred [scar] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient received an email from amazon recalling some items the patient purchased, which were pfizer products. The patient reported the "thermacare neck wrap" had actually burnt the patient's neck. The patient did not have the sample as she threw it away. Action taken in response to the event for thermacare heatwrap and the outcome of the event were unknown. Upon f/u received on 12mar2020, it was reported the patient had worn the heatwrap for nearly 2 years, now her whole neck was scarred. Additional information has been requested and will be provided as it becomes available. Follow-up (11mar2020 and 12mar2020): new information received from the same contactable consumer includes: patient details (gender), suspect product status: discarded and reaction data (additional event scar). Company clinical evaluation comment: based on the available information, the complaint of burnt the patient's neck and scar are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out., comment: based on the available information, the complaint of burnt the patient's neck and scar are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out.

Event description:
They have actually burnt my neck [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient received an email from (B)(6) recalling some items the patient purchased, which were pfizer products. The patient reported the "thermacare neck wrap" had actually burnt the patient's neck. Action taken in response to the event for thermacare heatwrap and the outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the complaint of burnt the patient's neck is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out., comment: based on the available information, the complaint of burnt the patient's neck is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Event description:
Event verbatim [preferred term] they have actually burnt my neck [thermal burn] , her whole neck was scarred [scar] . Case narrative:this is a spontaneous report from a contactable consumer or other non healthcare professional. A female patient of unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient received an email from amazon recalling some items the patient purchased, which were pfizer products. The patient reported the "thermacare neck wrap" had actually burnt the patient's neck. The patient did not have the sample as she threw it away. Action taken in response to the event for thermacare heatwrap and the outcome of the event were unknown. Upon follow-up received on 12mar2020, it was reported the patient had worn the heatwrap for nearly 2 years, now her whole neck was scarred. Product investigation results were as follows: conclusion: based on the complaint narrative, the patient experienced a burn with product use. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (11mar2020 and 12mar2020): new information received from the same contactable consumer includes: patient details (gender), suspect product status: discarded and reaction data (additional event scar). Follow-up (25mar2020): new information received from product quality complaint group includes product investigation summary. Comment: based on the available information, the complaint of burnt the patient's neck and scar are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: based on the complaint narrative, the patient experienced a burn with product use. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.